Manufacturer narrative:
H6: investigation summary two sets for model# mp5301-c was received for quality investigation. It was reported that the blue stopper doesn¿t collapse correctly was not observed, but when attempted to be flushed its unable to flush the tubing. A bd sodium syringe was also returned with the sets. Fluid was attempted to be flushed through the set with the returned sodium syringe. The set appeared to have an occlusion at the connection of the maxzero and the tubing. Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe filled with water and attempted to be flushed but was unable to be flushed. The set was examined under magnification where an occlusion, possibly due to excess solvent, can be observed. A quality notification was sent to the manufacturer. Response received from supplier and attached . A device history record review for model # mp5301-c and lot number # 22069226 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of flow issues - fluid blockage- could be determined as lack of time in air sweep operations. It was detected during the assembly of the set that the air sweep time was not enough as marked to assigned in operations which indicate that the set should be left in the air fixture until the new assembly was carried out , ensuring the time of air sweeping.

Event description:
It was reported that 10 bd maxplus pressure rated extension sets with needleless connectors experienced flow issues, and were clogged. The following information was provided by the initial reporter: we¿ve recently seen some of these extension sets not functioning. It appears that the blue stopper doesn¿t collapse correctly when a flush is attached so you are unable to flush the tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd maxplus pressure rated extension sets with needleless connectors experienced flow issues, and were clogged. The following information was provided by the initial reporter: we¿ve recently seen some of these extension sets not functioning. It appears that the blue stopper doesn¿t collapse correctly when a flush is attached so you are unable to flush the tubing.